Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840018545, 510k #k113174 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: hematoma inside the spinal canal, pedicle screw deviation occurred after the operation procedure used: screws at left of l4 and left of s2 were replaced it was reported that posterior fusion was performed on l4/5/s/s2 with transforaminal lumbar interbody fusion (tlif) on 2 intervertebral discs to treat lumbar canal stenosis (lcs) . Post-op, examination was performed as lower extremity palsy occurred. It was found that the pedicle screw which was on the left side of l4 deviated in spinal canal. On (B)(6), the screws on left of l4 and left of s2 were replaced and fixation was performed again. There was less than 60 min delay in overall procedure. Because hematoma was also found, hematoma was removed in reoperation and hemostasis was performed again.